Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, and customer vomited. Customer attempted to address the elevated bg with a manual insulin injection and bolus via the pump. Reportedly the customer is using cold insulin. Tandem clinical support informed customer that using cold insulin, is off label per the user guide. Reportedly, the customers friend called 911, the customer was taken by ambulance to the emergency room (ER) and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline, insulin, and pain medication. The customer was released on (B)(6) 2024 with no permanent damage.